Manufacturer narrative:
Concomitant products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va0dywx, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0dywx, implanted: (B)(6) 2014, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect and they had been having issues for about a week. The afternoon prior to this report, the patient's speech was somewhat slurred so their healthcare professional (hcp) told them to got to the emergency room (ER). The ER ruled out a stroke, but the ER hcp said there was something wrong with the implantable neurostimulator (ins). The patient was not able to speak and they could walk, but they were very unsteady on their feet and they were shaking from head to toe. The patient had tried contacting their hcp and a manufacturing representative was going to meet with the patient. Follow up with the manufacturing representative indicated that the patient was turning stimulation off and on with the patient programmer.